Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the low 50s mg/dl, cause was unknown. Low bg was addressed with intervention from customer's husband, who provided carbohydrates for customer to consume. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.